Manufacturer narrative:
The lead was surgically abandoned and was not returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited a sudden decrease in pacing impedance measurements on the right ventricular (rv) channel. Additionally, there was no pacing output and threshold issues. The associated device was programmed to aai configuration. A venogram revealed the left side was occluded. A revision procedure was performed and the rv lead was removed from service. The physician suspected the lead was fractured but it was never confirmed. A replacement lead was implanted on the patient's right side. The device remains in service. No additional adverse patient effects were reported.